Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dr. (B)(6) had to revise the patient due to a broken stem.

Manufacturer narrative:
An event regarding fracture involving an mrs stem was reported. The event was confirmed through the x-rays provided. Method and results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: "the event as such is confirmed. There are x-rays to show the fracture of the femoral stem some 2-cm proximal to the anchorage on the connection body. The stem has been cemented in place with a dall-miles type cable in the same area. With regard to potential cause of the problem, there is less information. The stem was cemented in place and as far as x-rays allow to view, quality of cementation appears adequate. At time of failure some radiolucent lines are visible in the fracture area to indicate the stem had lost bony support in this area with an overload condition developing. As such, it is clear the stem fractured due to an external overload condition which lowers very much the chance of device-related factors to have contributed to the problem. What caused the loss of cemented stem fixation in the future fracture area is not clear. As said, quality of cementation is okay. Still, it is true that cementation requires a smaller diameter stem because the cement mantle also requires at least 2-mm thickness around to be effective and durable. Mechanical strength of stem has a fourth power relationship with diameter, so a few millimeters more diameter in case of cementless fixation helps tremendously to make the stem stronger and thus less likely prone to fatigue failure. Also, cemented fixation in diaphyseal (mid shaft) sections of the femur is less effective because of the relatively poor quality and low strength of the trabecular bone, required for cemented fixation. On the other side, cemented fixation of mrs stems is still an acceptable practice, so cannot really be blamed as a fault, certainly if performed properly. The choice for a cemented fixation approach has thus likely played a role in the development of a fatigue type of fracture in the stem, although also quite likely not as single factor. The quality of the x-rays is not really brilliant, so it would quite well be possible that early cementation defects were present that are not visible on the available x-rays. Component choice is procedure-related because of the surgeon¿s choice. At revision, it appears that a cementless stem was implanted as visible partly on one of the x-rays, so certainly supporting the previous statements with regard to component choice. So, there are certainly procedure-related aspects present in the case to contribute to failure while it is highly unlikely that device-related factors have played a role. Whether these are the only factors in play is not clear due to limited information without more early post implantation x-rays, clinical information or retrieval analysis". Device history review: indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusion: the investigation concluded, certainly procedure-related aspects present in the case to contribute to failure while it is highly unlikely that device-related factors have played a role. Whether these are the only factors in play is not clear due to limited information without more early post implantation x-rays, clinical information or retrieval analysis". No further investigation is possible at this time. If the device and / or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) had to revise the patient due to a broken stem.